Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that about a year ago, patient had x-rays of their lungs and the "thing" in her spine was causing detrition of the back bone. The exact date of the event was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.